Event description:
It was reported that a preloaded monofocal lens was explanted due to unknown patient complaints. The lens was removed and replaced with an iol of the same model but different diopter during a secondary surgical procedure. The patient post-op status is unknown. No additional information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.